Event description:
A us dist returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt was unable to communicate with a monitor. Upon eval, the trunk cable was not fully seated into the j702 connector on the distribution node (dn) pca. The cause of the inability to communicate is the trunk cable was not fully seated in the j702 connector. The root cause of the trunk cable was not fully seated in the j702 connector cannot be positively identified. No adverse event resulted from the damaged cable and wires.